Manufacturer narrative:
Date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure found during investigation was observed. The root cause could not be identified. According to the investigation, the most probable cause of this complaint is traced to failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of device exhibiting slow steering. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the bending section rubber adhesive was found chipped. There was no patient involvement.